Event description:
During the procedure, air aspiration was observed in the sheath following the insertion of the guidewire. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.